Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 7163296, UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead may have moved due to non-device related fall. Undesired non-target stimulation and pain at the implantable pulse generator (ipg) site was also noted. The patient underwent a lead revision procedure.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead may have moved due to non-device related fall. Undesired non-target stimulation and pain at the implantable pulse generator (ipg) site was also noted. The patient underwent a lead revision procedure.additional information was received that the patient was doing well post operatively. The explanted devices were disposed of per facility policy.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead may have moved due to non-device related fall. Undesired non-target stimulation and pain at the implantable pulse generator (ipg) site was also noted. The patient underwent a lead revision procedure. Additional information was received that the patient was doing well post operatively. The explanted devices were disposed of per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50,serial number: (B)(6),batch/lot number: 7163296,model/catalog description: scs-linear leads,unique identifier (UDI): (B)(4).investigation results:the devices were not returned for analysis; therefore, a technical analysis could not be performed.device history record:it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.